Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was on her way to buy grocery when, without any previous symptoms, she suddenly passed out. There is no comparison between a cgm and bg reading available, but the patient stated that before passing out the cgm was reading 92 mg/dl. Somebody called 911 and patient was brought to the hospital by an ambulance. The patient regained her consciousness while in the ambulance and stated that the emergency medical services (ems) checked her bg, and it was 31 mg/dl. Ems treated her with an unspecified intravenous fluid to alleviate her condition. At the hospital, the patient had a magnetic resonance image (MRI) and was told she had a skull fracture, that she suffered when she hit her head on the floor when she passed out. The patient stayed in the hospital for two days but could not remember the names of the medications provided to her by the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem : correction to the following statement in the initial MDR, "the reported glucose values fall within the c zone of the parkes error grid."

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.